Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a preventative measure reseated fluoro function board, and verified 5.1 v present. Also tightened all lugs on t1 transformer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator iris on the 9800 system closed during a case. System was rebooted and case completed. No patient injury was reported.